Event description:
The angiojet machine/system setup and ready for use on a case. Staff encountered an "over pressure" error. Set up was checked twice and error continued. The pump set and catheter were changed and error still occurred. The possis tech support line was called and staff was assisted in "over-riding" the error by opening the back of machine and flipping switches. The next day, the pump set was tested on another angiojet machine and failed again. The company rep arrived, tested same pump-set on original machine but with new catheter and could not replicate error message. The machine itself was also checked and no deficiencies were identified.